Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, unit was not responding. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the unit was not responding. A field service engineer (fse) found that drawer 6 had no lights on drawer controller so replaced the drawer module controller. The fse plugged the cable in the board lit up and found that drawer 6.2 was bringing station down. The fse replaced drawer controller card and tighten all latches on all drawer¿s issue was resolved. The system functioned as intended after the field service engineer repaired the device.